Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty (pta). The 100% stenosed target lesion was located in the severely tortuous and severely calcified right anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 4 atmospheres for 5 seconds, the balloon ruptured vertically at the middle part. The device was removed, and the procedure was completed with another of same device. No patient complications reported, and patient condition was good.